Manufacturer narrative:
The product involved in the incident was only returned to clinical innovations for evaluation on (B)(6) 2015. The inspection of the device revealed that the balloon material had failed, causing the leak. The damage inspected was consistent w/ a possible aneurysm occurring in the balloon material when the device was being extruded out of the cervix after the initial insertion and inflation. Upon re-insertion of the device, this aneurysm present on the balloon material appears to have failed as the balloon was being re-inflated.

Event description:
The healthcare professional reported that the uterine balloon of the ebb complete tamponade system was placed w/ out difficulty into the uterus of the patient. After the balloon was filled, however, it was noted that the balloon began to extrude back through the cervix. The balloon was deflated & re-inserted. Upon re-inflation of the balloon, it was noted that fluid was escaping from the vagina at approximately 300 ml fill. A vaginal exam indicated that the uterine balloon had deflated. A second device was used successfully. The patient was moved to the ICU and received a blood transfusion. The healthcare prof could not definitively confirm that the issue w/the first ebb complete tamponade system used w/the patient was directly involved in the movement of the patient to the intensive care unit. The patient fully recovered from the event.